Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the back of the cartridge was leaking causing the customer's blood glucose level to elevate. Bg level was addressed by loading a new cartridge onto the pump.